Event description:
It was reported that (at an unspecified time) during an intravenous infusion using the device, air was observed in the device and in the tubing downstream of the device. There were no pt sequelae, and the reporter did not state that a recurrence would be likely to result in serious injury.